Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient recently lost about 30 pounds and felt the implantable neurostimulator (ins) had moved. It fell a little bit because it was held in place with scar tissue. Off and on he felt a weird kind of pain right where the implant was located. When he walked he felt pressure on a point in his hip groin area. There were no falls or trauma. It was noted that the patient had a bad back, which he had prior to getting his ins. It was later reported that the patient still had concerns regarding his device or therapy but he was working with his doctor or manufacturing representative (rep). A surgery was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the event was not determined and it was unknown if it was device related. Reprogramming was not needed. The patient¿s implantable neurostimulator (ins) was replaced on 2015-(B)(6) into the existing ins pocket on the right posterior hip. The patient made no comment about feeling the stimulator moving or pain where the stimulator was located during his post-op evaluation on 2015-(B)(6). The patient recovered without permanent impairment.